Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 519 mg/dl due to not using insulin. Tandem technical support was unable to determine if the customer was not using insulin in the pump or had stopped using insulin entirely. Despite attempts from tandem technical support to obtain specific details, customer ended the call and provided no further information.